Manufacturer narrative:
A3 and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella pump experienced a purge system failure alarm. The purge housing was placed on a second automated impella controller with the same error. The purge system was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
D3 manufacturer fax was added as it was inadvertently omitted from the initial report. Priming problems and device damaged prior to use: the cause of the priming issues was a defective rfid chip due to the defective purge cassette alarms recreating in the lab and imc logs showing rfid reading failure, despite proper rfid positioning verified.